Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. Bg value was displayed as "high", although a specific value was not given. Reportedly, the customer forgot to fill the cannula and took longer than normal to load the supplies, resulting in a delay of therapy. Customer was able to eventually replace their infusion set successfully and resume insulin therapy to address their elevated bg.